Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool burner started timing out and wouldn't cut and seal. Power box was set to 2.5. Customer states that a replacement device used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10,h11. H3 correction: changed as the device has been discarded. H6 correction: type of investigation changed to device discarded. Internal complaint number: (B)(4). A lot history record review was completed for the only 25148521 that was shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool burner started timing out and wouldn't cut and seal. Power box was set to 2.5. Customer states that a replacement device used to complete the case. The hospital did not report any patient effects.